Event description:
The facility representative contacted baxter (B)(4) to report an intermate in which there was a leak. The leak was noted during the final release inspection and not immediately after fill; the blue winged luer cap was secure. The unit was filled with 90 milligrams pamidronate in 250 milligrams 0.9% sodium chloride. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported leak condition was confirmed. The root cause of the leak condition was due to a rough surface on the internal diameter of the winged luer cap. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. A follow-up report will be filed if any additional details become available.